Manufacturer narrative:
Additional information: the complaint has been closed out as the explanted device has not been received at the manufacturer for investigation. Based on the received information, it is very likely, that the active electrode has been damaged due to the reported accident. However to determine an exact root cause, a device investigation would be necessary. The complaint can be re-opened when the device is available for investigation.

Event description:
It was reported that the patient was hit on the implanted side, resulting in decreased auditory performance. No swelling, redness, pain, or tenderness was observed.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also the accident might have weakened the fixation of the active electrode and could also be a factor for device mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that the patient was hit on the implanted side, resulting in decreased auditory performance. No swelling, redness, pain, or tenderness was observed.

Event description:
It was reported that the patient hit on the implanted side, resulting in decreased auditory performance. No swelling, redness, pain, or tenderness was observed. Diagnostic imaging shows proper electrode placement. Re-implantation is planned.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.